Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument had defective drape straps. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was the sureform issue. The procedure was completed robotically without any injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The stapler was returned undamaged. The procedure logs were reviewed and show no errors. The instrument was successfully fired 10 times in the field. Visual inspection confirms no damage to stapler components. The instrument was returned with 3 reloads (green, blue, and gray) and small blue and green material fragments. Based on the return of fragments, the instrument was inspected for any similarly colored fragments. Upon extension of the I-beam, a blue reload fragment was seen though the I-beam window. Blue reload was only used during the first 5 fires of the procedure, while other reload colors were used for the first 5 fires. Ensuring the jaws are inspected and swished between each fire can mitigate this failure. Isi has received the green reload instrument associated with this complaint and completed investigations. There was no damage to the reload. The reload was returned used and fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers or cover. The reload was returned with fragments, but fa was unable to confirm any broken pieces. No product issue was identified. Isi has received the blue reload instrument associated with this complaint and completed investigations. There was no damage to the reload. The reload was returned used and fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers or cover. The reload was returned with fragments, but fa was unable to confirm any broken pieces. No product issue was identified. Additionally, the reload blade was found to have mechanical indentations. The reload cover was removed and the knife was inspected. Minor damage was found the blade. There was no cartridge damage observed. Isi has received the grey reload instrument associated with this complaint and completed investigations. There was no damage to the reload. The reload was returned used and fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers or cover. The reload was returned with fragments, but fa was unable to confirm any broken pieces. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the reload blue instrument associated with this complaint and completed investigations. The initial findings were not confirmed. Upon inspection, the reload was found to have cartridge damage to the left proximal flange. The left proximal flange had a detached fragment measuring approximately 3.5mm x 1.6 mm. The reload was returned with one blue colored fragment which matched its size and material to the detached fragment. The returned piece measure approximately 3.3mm across, which appears to align with the varying depth of the abrasion. The fragment was curled, which also aligns with historical damage observations in this area. Intuitive surgical, inc. (Isi) has received the reload gray instrument associated with this complaint and completed investigations. The initial findings were not confirmed. Upon inspection, the reload was found to have varying degrees of cartridge damage to the proximal flanges. The left proximal flange showed minor abrasive damage, with no apparent missing material. However, the right proximal flange had a detached fragment measuring approximately 2.4mm x 1.1 mm.